Event description:
The facility stated that the surgeon attempted to implant a aa4204vf plate silicone lens. The lens trailing haptic tore prior to insertion into the eye. No patient injury. The inector model and lot number was not specified by the facility. The cartridge model mtc60c fp, lot number was not specified by the facility.